Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The hill-rom technician found the brake was worn and would not hold. The technician installed a brake/steer kit, activation weldment and a hex rod to repair the bed.